Event description:
It was reported that the "j" stylet packaged with the 4076 and 5076 leads is not holding its shape. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.